Event description:
It was reported that this event occurred in the anesthesia department and involved in a (B)(6) yr/old female patient. The puncture and placement of the swg was successful, without any issue; the dilator was advanced normally. During removal, the user noted that the tip of the dilator was damaged ("slightly oval and frayed"). As a result, the device was removed. There was no reported delay, harm, complications, death, or injury to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).